Event description:
It was reported that the pt has expired. The date of pts' death and implant duration are unk, therefore, the aware date is being used as the occurrence date. It is unk if the death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.